Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. In addition, the patient also experienced diaphragmatic stimulation on all vectors so the lv lead was reimplanted. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. In addition, the patient also experienced diaphragmatic stimulation on all vectors so the lv lead was reimplanted. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction to populate a1: patient identifier, a2: date of birth, and a3: sex.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. In addition, the patient also experienced diaphragmatic stimulation on all vectors so the lv lead was reimplanted. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction to populate a2: date of birth and a3: sex